Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, it was observed that the pacemaker was in back up mode due to low battery voltage. The device was explanted and replaced to resolve the event. Additional information was requested, but not yet received.